Event description:
It was reported that patient experienced ineffective therapy on their left side. As a result surgical intervention was undertaken on (B)(6) 2023 wherein the thoracic lead was unplugged but left implanted and a new lead was implanted and connected to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.